Manufacturer narrative:
The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incident(s) there is no indication of a lot specific product quality issue. In this case, the device was prepped prior to use without any issue noted, which would suggest that the device was not damaged prior to use. The investigation determined the reported difficulty to advance and balloon rupture appears to be related to circumstances of the procedure. Based on the reported information, during advancement the balloon catheter encountered resistance with the heavily calcified, moderate tortuosity, and 90% stenosed anatomy resulting in the difficulty to advance and likely causing damage to the outer surface of the balloon resulting in the reported balloon rupture during the first inflation at 8 atmospheres. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.

Event description:
It was reported that the procedure was performed to treat a de novo lesion with heavy calcification, moderate tortuosity, and 90% stenosis in the proximal right coronary artery (prca). A 3.50 x 15 mm traveler rx balloon dilatation catheter (bdc) was advanced to perform dilatation; however, resistance was met with the lesion and the balloon ruptured during first inflation at 8 atmospheres. A non-abbott bdc was used and an unspecified stent was implanted to successfully complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.